Event description:
Report received of tubing separation from the male adapter. The customer states that when the nurses went to re-position two pts, they noticed that there was blood on the central line dressing. The tubings were found to have separated from the male adapter. The male adapter piece remained in the hub of the central line port, but easily pulled out. There was a very small amount of blood that leaked. No report of the lines clotting. Tpn was the fluid that was infusing via the central line access. The staff checked two other pt's that also had tpn infusing and found when they would slightly tug on the tubing, that would cause a separation. The tubing was changed and no other incident occurred. The lot number was removed and replaced with another lot number. No further incidents have occurred. No adverse pt effect reported as a result of the interruption in therapy. Add'l pt info was requested, but no further info was available.